Manufacturer narrative:
Concomitant product UDI for cx preconnect ms is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation of migration cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced reservoir migration. A surgical procedure was performed in which the reservoir was replaced, and the pump was pulled up and repositioned in a new location. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cx preconnect ms is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced reservoir migration. A surgical procedure was performed in which the reservoir was replaced, and the pump was pulled up and repositioned in a new location. There were no further patient complications reported.